Event description:
Child to emergency dept. With leaking PICC line. Repaired by clinical support. Unable to flush. Decided to get another repair kit and redo. Line secured properly. Upon return with second repair kit, the catheter had come apart and had migrated needing surgical removal. Question of equipment problem or/and user error.